Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the procedure, a portion of the non-stick coating came off from the electrode tip exposing the metal copper beneath. No material fell into the patient's cavity. A new similar electrode was replaced and completed the procedure. There was no patient injury.